Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek in range meter serial number (B)(4) compared to the laboratory results. The result from the meter was 4.9 inr and the result from the laboratory was 3.7 inr. The elapsed time between the results was less than one hour. There was no allegation of an adverse event. The customer's therapeutic range was 2.5 - 3.5 inr. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.